Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
Customer has been informed about the update software that will flag this error when it occurs.